Event description:
It was reported that during a robotic hysterectomy procedure on the third bite going across a vessel to the ovary the top jaw broke off of the device and fell into the patient. The jaw was retrieved with a grasper. The device was articulated 10 degrees when it was activated and this issue occurred. There was no x-ray taken at this point, they are using a second like device to continue and complete the procedure. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.